Manufacturer narrative:
The device was returned for evaluation. The results of this test indicate that the unit was functioning properly. No abnormal behavior was observed while the unit was running and no damage was found that would indicate the unit had suffered any heat damage. Although the adverse event reported an amber light followed by a rotameter drop, the unit did not alarm at any point during testing and was producing acceptable oxygen levels.

Manufacturer narrative:
Device is being returned for evaluation. If any new information is discovered, a follow-up MDR will be submitted.

Event description:
User claims amber light very bright then flow ball falls. Slight humming or overworking sound. Burnt rubber smell or mechanical smell.